Manufacturer narrative:
Follow up with the account indicted that the balloon rupture was due to plaque or calcification and not due to the failure of the reported defective device. Returned for evaluation were four encore inflation devices. A visual review of the return devices noted no defects. The samples were then functionally check. The devices were deemed to meet specifications and functioned as intended. The root cause of the reported defect cannot be definitively determined at this time as the returned samples functioned as intended. A review of the device history records was performed for the indicated packaging and component lots for any deviation related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. A review of the (B)(6) 2009 (B)(6) medical complaint report noted no previous complaints in the past fifteen months for the reported failure mode and product family. (B)(4).

Event description:
As reported by the end user, while using the encore inflation device during an angiographic procedure, the physician was unable to purge air from the line of the device causing the balloon from an unk manufacturer to rupture. Although it was reported that air was injected into the pt, no harm was done to the pt due to this event. No additional medical intervention was required and the pt is listed as stable.